Manufacturer narrative:
The insulin pump was received with all currents within specifications. The device was monitored in an oven at 50 c for 3 days and there was no blank display. There was no moisture damage found on the electronics assembly, battery tube and motor. The insulin pump passed the displacement, basic occlusion, occlusion, priming and excessive no delivery tests. There was no prime anomaly or error alarm during testing. The device was received with missing end cap sticker and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose, cosmetic damage and blank display on the insulin pump. Customer's blood glucose level was 420 mg/dl. Troubleshooting for cosmetic damage was performed. Customer advised there were cracks on the battery compartment as a result of frequently changing batteries. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.